Manufacturer narrative:
Under (B)(6), pt information is considered confidential and will not be released by the hospital.

Event description:
The hosp reported that during a case, the pt started to exhibit signs of inadequate anesthesia. The clinician reportedly noted that agent delivery (desflurane) had ceased. The clinician reportedly restarted agent delivery, however, the agent switched off again. The clinician reportedly switched to sevoflurane and provided intravenous anesthesia. It was subsequently noted that the sevoflurane turned off. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.